Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained episodes and short ventricular intervals. A fracture was noted. The patient experienced chest pain and was admitted due to "pacemaker malfunction." It was noted a lead was "loose in defib." The patient reported the device "has been activating but not delivering shocks" and experiencing "a sensation akin to vibration when the device activates." During the replacement procedure a venography showed a moderate degree of stenosis halfway along the external thoracic subclavian vein towards the superior vena cava (svc). A wire was able to advance past the stenosis without considerable difficulty. Attempts were made to remove the rv lead; however, the lead was well affixed to the myocardium and the helix could not be retracted. The lead was unable to be withdrawn from the rv. A decision was made to cap the lead and secure it to the pectoralis muscle. A pursestring suture was deployed around the lead to promote hemostasis as there was ongoing oozing around the lead. The pocket was revised to accommodate the new implantable cardioverter defibrillator (ICD). Homostasis was achieved with exhausting effort, as there were multiple sites of brisk bleeding and slow diffuse oozing through the remainder of the pocket. A new lead and device were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.